Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Lately they have been having quite a few of clips that are cracking and breaking. There is no one particular area thats breaking. They are breaking in multiple areas.

Event description:
Lately they have been having quite a few of clips that are cracking and breaking. There is no one particular area thats breaking. They are breaking in multiple areas.

Manufacturer narrative:
Qn#(B)(4) per DHR the product hemolok ml clips 6/cart 84/box lot# 73d2200042 was manufactured on 04/04/2022 a total of (B)(4)pieces. Lot was released on 04/13/2022. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box lot# 73g2200164, the samples were functionally inspected, and during the inspection issue reported "broken clip - multiple locations" was not observed in the current manufacturing process. Revision of pfmea-08-025 rev 06 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.